Manufacturer narrative:
The unit was requested for return and further evaluation. Upon receipt, bench testing was performed and determined that the AED was unable to initiate a shock. Further investigation identified a transistor had sustained damage attributed to the device experiencing a drop or significant impact. While the initial customer report was not considered MDR reportable at the time, the manufacturer's investigation identified a malfunction that could potentially result in a delay or failure to deliver therapy in a clinical situation. As such, this event is being reported in accordance with 21 cfr 803.50.

Event description:
A customer reported that their AED's asi is flashing red, and the device is reporting a service code. The customer did not report this occurring during patient use.